Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported unresponsive keypad which was confirmed as the keypad not functioning properly. Visual inspection observed the front case to have a cracked pem. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced unresponsive keypad upon power up. There was no patient involvement. No additional information is available.